Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that when selecting 200j, the device shocks around 165j (low). There was no patient involvement.